Manufacturer narrative:
Heartmate ii lvas IFU, addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of pump stops, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file captured several pump stops and low speed hazard/advisory events on (B)(6) 2020. These events only occurred while the system controller was connected to a power module. Power elevations up to 10.3 w were observed during some of these events, and low flow hazard events were observed at times that a low speed hazard was active by design. Based on previous complaint history, these events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 19.5¿. A segment of bionate measuring approximately 4¿ and segments of all 6 wires measuring approximately 1¿ to 2.5¿ were also returned. The outer layers of the driveline were removed approximately 18¿ from the metal connector. Metal braided shield breakdown was observed approximately 2.5¿ from the metal connector, and minor breakdown was observed along the length of the driveline segment consistent with the duration of use. Visual inspection of the underlying wires and the 6 returned wire segments revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log file. It was reported that the patient was tethered on a grounded patient cable after the repair without issue. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern for pump stops. During log file analysis, 6 pump stops, 30 low speed advisories, and speed drops as low as 0 rpm were observed. This type of behavior was indicative of potential issues with the percutaneous lead. The submitted x-ray displayed two potential areas of concern. The patient received a percutaneous lead repair on (B)(6) 2020 approximately 2 inches from the exit site. After the repair the patient was tethered on grounded patient cable without issue. No further information was provided.